Event description:
Ous MDR - after an implantation time of 9 months, it was reported that oversensing artifacts were detected during the interrogation of the ICD. No deterioration in the pt's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.